Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have push off issues. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found some tubes have push off issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for tube push off with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to tube push off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have push off issues. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found some tubes have push off issue.